Manufacturer narrative:
Patient was transferred from (B)(6) transfer facility: (B)(6) street address: (B)(6) phone: (B)(6) fax: (B)(6) website: (B)(6) city: (B)(6) state/province: (B)(6) zip/postal code: (B)(6) country: (B)(6)

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no product was returned for investigation. Major bleed: access site bleeding around the sheath. The root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Tachycardia: in order to make a root cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the tachycardia was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1917633. Device history batch: subcomponent lot: n/a. Device history review: device with sn: (B)(6) passed all post sterile inspection checks. As per qn (B)(4), this qn has been opened to investigate the legibility, completeness, and scanability of 2000193 batches. Lot 1920527 was originally in the scope of this qn; however, it is not material 2000193. Lot 1920527 is material 2000154; therefore, it has been added the to corresponding qn for this containment under the correct material number (qn (B)(4)) and removed from this qn. All investigation and rework activities remain applicable, as all qns are for the same label issue and require the same correction. The multiple qns were made only to separate the affected lots by material number. Additional qns for this labeling issue include (B)(4). Rwk qty correction: original intended rework was for qty 324 pumps; however, additional, unrelated ncs were identified on pumps (B)(6). Mrb further reviewed the following lots and determined qty 3 pumps did not pass the label rework re-inspection per 0000-8400rt. No further investigation is required, as the pumps failed due to handling during the rwk process. Pump with sn: (B)(6) from lot 1919492, pump with sn: (B)(6) from lot 1921852, pump with sn: (B)(6) from lot 1919480, the above pumps have been labeled as scrap and not for human use. The remaining 6 pumps in these lots passed reinspection, per the attached data sheet and will be accepted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced bleeding from the access site. Systemic heparin was withheld. The patient also experienced ventricular tachycardia requiring cardioversion and administration of albumin.